Event description:
Hospital representative reported flap was 30-35 microns "smaller" than surgeon programmed. Some of the procedures were postponed for 2-4 weeks, where there was an observation of "gas rush into epithelium," and problems with flap life. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).